Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and allowed remote access. Ccc specialist reviewed the instrument data and found no process errors during the sample run. The sample was reran from same aliquot. The quality controls were within range. As per ccc instructions, the customer ran a system check, which passed. The cause of the discordant, falsely depressed ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was auto-repeated on the same instrument, resulting higher. This result was reported to the physician. The sample was repeated on an alternate instrument, resulting close to the auto-repeat result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.